Event description:
Pump battery life coming to an end. The hcp questions if the pump was working properly. Physician is questioning whether the pump screen can effect the drug concentration. The pump was explanted and replaced in 2003. It was returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.